Event description:
It was reported the EKG (electrocardiogram) / slave cable port is loose and displays interference. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the electrocardiogram (ECG) connector was loose on the link electronic module (lem) circuit board and the noisy signal was due to the loose connector. It was also noted that the keyboard connector was damaged, and the system fan was noisy. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the EKG (electrocardiogram) / slave cable port is loose and displays interference. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).